Manufacturer narrative:
1. Investigation of the actual sample. 1.1 visual and microscopic inspections. · the actual sample upon receipt was a main body and a fractured piece. · the platinum coil section and the niti-core wire had been fractured. · the niti-core wire in the platinum coil section had been exposed. · the coil had been elongated (the coil pitch had been opened) near the joint of the stainless steel coil and platinum coil, and niti core wire. · the niti-core wire in the fractured piece had been fractured. - niti-core wire in the fractured piece (a) and (b) were set arbitrarily. · the distal end of fractured piece had been kinked (the coil pitch had been opened). · the niti-core wire in the fractured piece (a) had not been exposed. · the niti-core wire in the fractured piece (b) had been exposed. · no anomaly was found in other sections. 1.2 electron microscopic inspection. · the sides of fractured section in the niti-core wire had been flat on both the main body side and the fractured piece side. · dimple patterns (hole-shaped patterns) were found on the fractured surfaces on both the main body side and the fractured piece side. 1.3 microscopic and x-ray fluoroscopic inspections of the missing length. · length of the niti-core wire from the fractured section of main body to the joint of the stainless-steel coil and platinum coil, and niti core wire: approximately 11mm. · length of the niti-core wire in the fractured piece (a): approximately 12.5mm. · length of the niti-core wire in the fractured piece (b): approximately 6.5mm. - the length of niti-core wire located in the platinum coil section was approximately 30mm in total, which met the factory's specifications. Therefore, it was inferred that there was no missing part. 1.4 confirmation of dimensions of the stainless steel coil section and shaft. · they met the factory's specifications. No anomaly was found. 2 history investigation of the product with the involved product code/lot number · no anomaly was found in the manufacturing record and the shipping inspection record. · no other similar report was found in the past. 3 simulation test. <fracture>. [Test method]. · with the distal end of coil got stuck, repeated 90° bending force was applied. [Test result]. · the sides of fractured section in the niti-core wire was flat. · dimple patterns were found on the fractured surface. <getting stuck 1>. [Test method]. · a factory-retained runthrough ns was inserted into the simulated blood vessel models assuming the lad and d1, respectively. · a factory-retained ultimaster nagomi 3.0mm (nagomi) was inserted into the lad, and a stent was placed spanning the bifurcation. · removal operation for runthrough ns inserted into d1 was performed. [Test result]. · it was possible to remove without resistance. <getting stuck 2>. [Test method]. · the distal end of runthrough ns was trapped and a torque force was applied in a clockwise direction, making jumbling of coil in the platinum coil section. · the runthrough ns with jumbling of coil was inserted into a simulated blood vessel model assuming the d1. · subsequently, the same operation as "getting stuck 1" was performed. [Test result]. · the jumbled section of coil got caught between the inner wall of simulated blood vessel and the outer wall of stent. · when the pushing operation was performed, the coil of runthrough ns was deflected at the branch on the proximal side from the stent placement site. - it was found that it got stuck at the jumbled section of coil. 4 cause of occurrence/conclusion. Based on the investigation result, no anomaly was found in the manufacturing history record and dimensions at the normal sections. As a possible cause of occurrence, the following mechanism was inferred. However, since the actual sample was in a severely damaged state and the details of procedure were unknown, it was not possible to clarify the cause of getting stuck. · due to some factor, the actual sample was damaged such as jumbling of the coil. · after the stent was placed, removal operation for the actual sample was performed. As a result, the damaged section of actual sample got caught on the stent and got stuck. · as the operation continued in this state, repeated bending force was applied to the involved section, causing the niti-core wire inside the platinum coil section to fracture. · when the removal operation was subsequently performed, the platinum coil section elongated and fractured. Relevant instructions for use (IFU) reference: "· do not bend the runthrough ns repeatedly at the same point. It may result in deformation, breakage, or separation of the runthrough ns. · if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that a percutaneous coronary intervention (pci) was performed for the severely calcified lesion on left anterior descending artery (lad) #7. After inserting the guidewire (gw) (sion blue), imaging diagnosis was performed using intravascular ultrasound (ivus) and optical coherence tomography (oct), and severe calcification was confirmed. Due to the severe calcification, the gw was replaced and oas was performed. After oas, izanai was inserted into d1 to protect d1. Subsequently, an ultimaster nagomi 3.0/44 was placed and an attempt was made to remove the izanai in d1, but resistance occurred and the izanai torn inside the guiding catheter. Since the torn section was long, it was successfully retrieved using a sumitsuji snare. There was no harm on the patient. The procedure outcome was not reported.